Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for gi bleeding. The pt was initially scoped for bleeding; however, no bleeding was found. Anticoagulation medication was stopped and a capsule showed bleeding. The center did a balloon when the pt¿s hemoglobin began dropping and they found 4 areas causing the bleeds. It was reported that the pt had atrial fibrillation. His inr goals are 1.5 to 2.5 and the pump speed was decreased to allow more pulsatility. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.